Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device would delivery but the device's delivery accuracy was running at three different tests, one of the three test were found to be over the manufacturing specifications.]the root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: the expulsor was trimmed.

Event description:
It was reported that the pump did not administer medications. No patient injury was reported.